Event description:
The patient reported elevated blood glucose readings of between 200-300 mg/dl over the last 3 months since he began using his new insulin infusion device. He said his physician recommends a blood glucose reading of 100 mg/dl. He stated he is using the same basal rates he used on his last device but his readings are elevated most of the time. The patient said, he had no symptoms and corrected his blood glucose levels by bolusing insulin through his infusion device. The patient was advised to switch to his backup infusion device. The patient was advised to switch to his backup infusion device. During troubleshooting, the patient stated he uses his insulin infusion headsets for 3-4 days and his tubings for up to 1 1/2 weeks. The patient was advised to use his infusion headsets no longer than 3 days and his tubing no longer than 6 days in accordance with labeling. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.